Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the force bipolar instrument involved with the complaint and completed the failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the proximal end. The conductor wire was broken at the back end when the housing was removed. The instrument failed an electrical continuity test. Additionally, hairline cracks were found on grip input shafts.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the coagulation of the force bipolar instrument was insufficient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the issue occurred during the operation. The customer could not confirm if arcing occurred during the procedure. The customer confirmed that the instrument tip did not strike other instruments or tools during the procedure. There was no patient injury due to the instrument issue. The customer exchanged the instrument, and the procedure was completed with a backup instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was further evaluated and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument had 1 remaining use out of 12. The instrument was disassembled to further inspect the broken conductor wire. It was observed that one end of the broken wire was flattened which suggests that the wire was likely pinched at some point and over time and use, resulted in the wire fully breaking. Additional finding(s) found unrelated to the customer reported complaint: the instrument was found with both of the grip input disks broken inside the housing. The lower part of the shaft along with the input disk was not able to be separated from the instrument. It is likely that the input disk initially experienced cracks that over time and use, resulted in the disk breaking.